Event description:
It was reported that the device was used during a small bowel resection. The patient returned two weeks post op with an anastomotic leak. The patient expired. The surgeon is unsure what caused the leak. Device was discarded. Additional follow up is being conducted to determine the cause of death and if an autopsy was performed. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Multiple times. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. What type of bowel resection? Small bowl. Indication for surgery? Not known. Was the instrument fired across or near an existing staple line or clip during the initial procedure? Not known. During the initial operation, was leak test performed? Not known. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Not known. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? Not known. Was the firing to close an ostomy? If so, which firing not known. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) Not known. How long has the surgeon been using this device for this procedure? Approximately 2 years. What predicate device was used by the surgeon? Tlc55. Was there a recent conversion to ees devices in this account or with this surgeon? No. How did the patient represent when anastomotic leak was discovered? Not known. Did the patient undergo a reoperation? Not known. Where was the leak? Not known. What did the tissue look like? Not known. Were staples present? Not known. What did the staple form look like? Not known was an autopsy performed? Not known. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Not known. Has the patient undergone any treatments prior to the procedure that would have impacted tissue quality/thickness? Not known. Is the surgeon willing to have a peer to peer discussion on what happened in this case? Not at this time. The surgeon made a point to say that he is not blaming the stapler.